Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the non-tortuous and non-calcified cephalic vein. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. The device was dilated until the waist of the stenosis disappeared and was further dilated in the fistula. However, when pressure was at 20 atmospheres, the balloon ruptured. The device was pulled out from the patient, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 6.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete circumferential tear was identified in the balloon material located approximately 10mm distal of the proximal markerband. The distal section of balloon material was pulled distally over the tip of the device. This type of damage is consistent with the device encountering resistance and excessive force being applied when withdrawing the device through the sheath. As per gladiator specification the rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual examination found both markerbands to be undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the non-tortuous and non-calcified cephalic vein. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. The device was dilated until the waist of the stenosis disappeared. The device was further dilated in the fistula. However, when pressure was at 20 atmospheres, the balloon ruptured. The device was pulled out from the patient, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.